Event description:
The patient was told that she need to have something replaced. Additional information was received from a manufacturer representative regarding the patient. The manufacturer representative met with the patient, and tablet did show eri status and ins at 36% capacity. Impedances were normal. Caller says pt wasn't using dtm settings and it was recalled that the pt was using 400us and 50hz and pt not using stim all day but didn't recall intensit(ies). Manufacturer representative thought that the pt did turn up the intensity to higher level some times to get stim into feet. Manufacturer representative did not reprogram pt at all during the programming session. Technical services specialist did review that ins battery capacity/longevity could be enhance thru reprogramming. (B)(6) is going to send tss report from that programming session.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: a72200, serial# unknown, product type: software. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The session report was received showing that since their last session the patient had stimulation on 98% of the time. The patient had 2 groups, a and b. Group a had the amplitude at 5.6 ma, a pulse width of 450s and rate of 50hz, but the patient only used this group 0.90% of the time. Group b was used 99.10% of the time and had 2 programs. Program 1 had the amplitude set at 10.0ma, with a pulse width of 350s and rate of 50hz. Program 2 had the amplitude set at 7.0 ma, with a pulse width of 410s and rate of 50hz. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the handset came up with "system error" and code 0x7e787abe (there was no screen number). Patient services (pss) consulted with tech, and pss asked caller if there was a restart button on the screen. Caller said they already hit restart on the screen before calling and was able to go to the pt's programs. Caller said the system error came up when caller turned the handset on to access pt's settings, and also mentioned before seeing the system error, the screen came up with eri, service code 201. When asked event date for the screens on the handset, caller initially said last night, but then later in the call said it had been doing it for a few days. Caller said they texted the rep last night, and rep said the eri shouldn't have shown up as pt only had implant for a year (actual implant date was (B)(6) 2021) and told caller to contact ps about the issues. Pss had caller use handset during the call, and caller was able to turn the screen on and navigate throughout the app without seeing any error screens come up. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pss reviewed troubleshooting and to follow up with hcp/rep regarding eri info.